Manufacturer narrative:
This report is for an unknown cannulated screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient underwent a revision surgery to add a variable angle locking compression plate (va-lcp) proximal olecranon plate because the unknown cannulated screw used fixate the proximal piece did not hold well enough. This report is for one (1) unknown cannulated screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information for event description: this product complaint, (B)(4), is related to (B)(4) and (B)(4). (B)(4) and (B)(4) capture the second revision surgery and removal of all devices due to aseptic loosening and infection. (B)(4) captures the first revision where in additional implant were implanted the variable angle locking compression plate (va-lcp) proximal olecranon plate since on the original surgery the unknown cannulated screw that used fixate the proximal piece did not hold well enough.